Event description:
Healthcare professional reported "right deflation." Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right deflation." Device explanted. Right side.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: white particles inner the shell and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.